Event description:
It was found that the stair chair could not hold weight due to a broken lock bar strut. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.